Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt continued to wear the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 12/2009 - reuse. Electrode belt sn (B)(4): 09/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. The pt was at the hospital. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment at 08:21:26 on (B)(6) 2015. Supra-ventricular tachycardia (svt) contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed before the treatment, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt continued to wear the lifevest.